Event description:
Patient had surgical procedure for ventral hernia repair with abdominoplast with mesh implanted. Readmitted for surgical repair of wound disruption due to infected mesh 34 days later. During second surgery, infected mesh was replaced with a tissue mesh to repair the original hernia defect.